Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged "no medication was transferred from a silicon patient to intellispace critical care and anesthesia (icca)". The device was in use on a patient. There was no report of patient or user harm.